Event description:
It was reported that a product malfunction.

Manufacturer narrative:
The initial information provided in MDR 1020279-2012-00426 was incorrect.

Manufacturer narrative:
The affected device was returned and evaluated. The complaint noted that the inner bag of the implant was found with a hole on the side. The packaging and development team examined the inner pouch visually. Based upon the condition of the returned inner pouch and description provided by the customer; this complaint was most likely caused by rough handling (abnormal drop, shock, excessive vibration, etc.) During the distribution of this product. The rough handling caused the part to interact with the side seal of the pouch causing it to open from the inside out, which caused the pouch to lose sterility. Packaging development will continue to monitor for similar complaints. No further action is being taken at this time; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed due to a poly exchange.